Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/01/2011 with the following findings: all keypad buttons were found to be responding intermittently. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the buttons are all responding intermittently when pressed. The patient indicated that the 'ok' button is unresponsive and does not spring back when pressed.